Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer overestimated the amount of insulin needed due to not checking blood glucose (bg) level, and delivered too large of a bolus. There was no adverse impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.